Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after starting ilet, and manufacturer clinical support identified that the user did not complete a required meal announcement by swiping; the user also expressed anxiety regarding blood glucose control, and a same-day supply change was reported effective with no suspected infusion set issues. Symptoms included elevated blood glucose. Outcomes included need for follow-up and monitoring without hospitalization. Investigation included review of device use, user interaction with the meal announcement feature, and telephone follow-up to assess blood glucose trends. Investigation of this case revealed user handling error related to a missed meal announcement, with no evidence of device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error due to failure to announce a meal as intended by design.